Event description:
I had lipo with reuvian in (B)(6) 2020. My stomach became as hard as a rock, the tissue is still hard two years later. There was severe discoloration and wrinkling. When I asked the doctors if this was normal they said it was healing and it looks great. If I compare it to the photos prior it's a complete mess. Two years later I'm still having to go to massage therapy with ultrasound to try to break up the tissue. Immedical professionals thought I could possibly have scleroderma, the tissue was so hard; I then went to (B)(6) and (B)(6) to get it checked out. Thankfully that's not what I was diagnosed with. My stomach will never be the same. I also do get a gas pain ever since. Around where my spleen is. When I confronted eve dr's they suggested to do the agnes laser so I did their agnes laser which completely made it even worse. They would not say anything looks wrong, they just said it looks fantastic and I should have realistic expectations. However my stomach, I have photos the day of, was much better than what it is after the surgery, so it had nothing to do with weight and nothing to do with age. They also had to do a revision lipo without the renew viens in (B)(6) 2020. And when I first got the surgery I was told I'd be under 3 to 4 hours for implants, and his little bit of lipo with the laser I was under seven hours. I would have never agreed to that. They said it was because the laser took a long time to do. FDA safety report ID # (B)(4).